Manufacturer narrative:
The technician replaced the bent siderail end tube and latch to repair the stretcher.

Event description:
Information received indicates the left siderail will not lock into the top position.